Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 490 mg/dl at the time of the incident. Customer stated that she had symptoms of high blood glucose such as thirst. Customer treated with manual injections. Customer stated that she wearing her previous set for at least 4 days. Customer stated that she wore her set longer than recommended because she was not out of insulin yet. Customer stated that she is confident that all of her settings are accurate. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer also declined to check her settings and to perform the high pressure test. Customer will receive replacement sets.